Event description:
The physician reported that she believes that the faulted system diagnostics test was likely due to the fact that she was just learning to use the system. The patient's settings were re-tested on (B)(6) 2015 and confirmed normal as well as on (B)(6) 2015.

Event description:
On (B)(6) 2015 the patient's programming history was reviewed. It was found that on the visit dated (B)(6) 2015 the patient's initial interrogation showed settings indicative of a faulted system diagnostics test. At the patient's previous visit in the programming history on (B)(6) 2013 a final interrogation was performed which showed the patient not programmed to these faulted settings. It is unknown when the faulted diagnostic test occurred. Good faith attempts for additional programming history from the physician were unsuccessful.